Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received, it was reported the ins was removed/planned to be removed in approximately april-may.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the reason for call was patient stated their device was non functional and no one would take it out. When agent asked event date, patient said 15 years ago. Agent reviewed device was implanted in 2017 and patient then said they didn't know but it had been forever and couldn't find anyone to remove the device. Patient's reason for call was to get a fax number to send information to regarding MRI compatibility as no one will do an MRI since patient has the implant. Agent reviewed hcp could call tech regarding MRI guidelines and MRI information. The patient was redirected to their healthcare provider to further address the issue. Additional information was received from the patient (pt). Pt reports the battery quit working years ago and charger would not charge it. Pt reports they tried a different charger and it still would not charge. Pt reports they saw their physician for this issue and they determined it to be removed, although they still have it in their back causing pain now. Patient reports this issue has not resolved and they have been trying to get their implant removed for years now.

Manufacturer narrative:
B3 no event date provided. See b5 narrative for context surrounding date of event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.